Event description:
It was reported that the patient underwent a left transforaminal lumbar interbody fusion and a right posterior lumbar interbody fusion at l4-5, using a cage and rhbmp-2/acs. The cage was packed with rhbmp-2/acs. Reportedly, sometime following surgery, the patient developed back and left leg pain. A CT scan revealed bilateral bony overgrowth at the l4-5 level. The patient continued to experience pain that prevents her from performing many activities of daily living.

Event description:
It was reported that on (B)(6) 2004, patient presented with preoperative diagnosis of lumbar radiculopathy, recurrent herniated disc and underwent l4-l5 laminectomy, posterior interbody fusion with rhbmp , two interbody cages and pedicle fixation.

Manufacturer narrative:
Concomitant product: cage (implant (B)(6) 2004). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.